Event description:
It was reported that ventricular undersensing was noted on the current electrogram and there were inappropriate pacing spikes. R waves were low. Sensing polarity was changed to unipolar and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.